Event description:
It was reported that a patient presented with an atrial fibrillation induced by competitive atrial pacing. This resulted in patient discomfort. Corrective programming was performed. No adverse effects were noted.

Event description:
It was reported that a patient presented with an atrial fibrillation induced by competitive atrial pacing. This resulted in patient discomfort, as well as arrythmia and fatigue. Corrective programming was performed. No adverse effects were noted.